Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump received with partially broken reservoir tube lip, case cracked behind the pump near the battery compartment, serial number label faded, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
It was reported that the retainer ring had crack. The customer's blood glucose level was unknown. The customer was advised to replace the insulin pump. The insulin pump will be returned for analysis.